Event description:
It was reported that this pacemaker had two stored signal artifact monitor (sam) episodes. The minute ventilation (mv) feature was disabled due to this. Technical services (ts) examined device episode data. It was determined that these episodes were due to oversensing of noise from electrocautery from a procedure that was happening at the time. Ts provided troubleshooting including reprogramming the mv feature back on. No adverse patient effects were reported. Currently, this pacemaker remains in service. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Event description:
It was reported that this pacemaker had two stored signal artifact monitor (sam) episodes. The minute ventilation (mv) feature was disabled due to this. Technical services (ts) examined device episode data. It was determined that these episodes were due to oversensing of noise from electrocautery from a procedure that was happening at the time. Ts provided troubleshooting including reprogramming the mv feature back on. No adverse patient effects were reported. Currently, this pacemaker remains in service. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker had two stored signal artifact monitor (sam) episodes. The minute ventilation (mv) feature was disabled due to this. Technical services (ts) examined device episode data. It was determined that these episodes were due to oversensing of noise from electrocautery from a procedure that was happening at the time. Ts provided troubleshooting including reprogramming the mv feature back on. No adverse patient effects were reported. Currently, this pacemaker remains in service.